Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, the cutting wire of the subject was broken. The device was returned to omsc for evaluation. During the evaluation of the device, omsc found the plastic coating on the cutting wire was partially missing. The facility reportedly completed the procedure using another sphincterotome. There was no report of patient injury regarding this report.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional information regarding this report. The user reported that they used electro surgical unit psd-60 and the surgical unit psd-60 had been set for 120w ¿endo cut mode¿ at the time of the procedure. The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the cutting wire was melted and burned at the middle of the cutting wire by high temperature. The coating was torn at the broken point of the cutting wire and approximately 8mm long coating was missing from the broken point to distal end. There was no another abnormalities related to the breakage in the subject device. The device instruction manual warns users that ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong." This report is being submitted as a medical device report in an abundance of caution.